Manufacturer narrative:
Calibration signals were within expectations. The investigation could not identify a product problem. The cause of the event could not be determined. The provided data suggest a contamination of the affected reagent pack. A general reagent issue can be excluded. Per product labeling, controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration.

Manufacturer narrative:
The serial number of the e 602 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 3 patient samples tested with elecsys estradiol iii on a cobas 8000 e 602 module. Controls run on the reagent pack were within range for a few days and then on the third day, controls recovered outside of range. Controls run on a standby reagent pack were within range. Patient samples run on the first pack were repeated using the standby reagent pack. Discrepancies were observed for 3 patient samples. The first patient sample initially resulted in an estradiol value of 206.1 pmol/l and when repeated, it recovered 124.1 pmol/l. The second patient sample initially resulted in an estradiol value of 115.1 pmol/l and when repeated, it recovered 81.2 pmol/l. The third patient sample initially resulted in an estradiol value of 157.8 pmol/l and when repeated, it recovered 81.2 pmol/l.